Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The infusion set was in use for one day. No further information available.